Event description:
A physician reported that the balanced tip broke during the sculpting step of phacoemulsification stage during cataract surgery. Another balanced tip was used and it broke as well during same step. The broken front part of the tip fell in the eye and surgeon had to take it out manually. The procedure was completed by replacing with another tip. There was no serious injury to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened broken phaco tip without a wrench, wrapped in plastic wrap. Only top half of broken tip returned for the report. Sample was visually inspected and found to be nonconforming, broken at cone to transition area, breakage- is straight. Wall thickness is very uneven. Thin walls on one side & thicker walls on other side, wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the event. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phaco tips. An investigation has been completed and actions are presently being implemented to eliminate the broken phaco tip issue. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.